Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). Practical tests were performed to reproduce the presence of yellow water in the tank of the hcu40. The conclusion is: the chloramine-t reacts under the influence of uv light causes a photochemical reaction releasing nitrate, nitrite, nitrous oxide and ammonium and the phenol residue (i.e. Toluolsulfonylamine) in tank water which causes the yellow colored water. A health hazard evaluation as well as a design change request is in process. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
"Water is becoming increasingly more yellow, and it increasingly has more of a odor." (B)(4).

Manufacturer narrative:
On nov 30,2015, fsca 2015-11-30 was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with fsca 2015-12-10. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. December 2016 is the market launch of the new disinfection procedure.

Event description:
"Water is becoming increasingly more yellow, and it increasingly has more of a odor." (B)(4).